Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had communication issue. The technical support specialist dialed into the 5a-s2 station and patients are showing up on the station with no issue. The tsc tried to inform the customer but no response from the customer end. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the patient profile is not showing up on the system causing a delay in dispensing medications to the patient. The user just moved the machine to other unit. There were no adverse events or injuries reported based on this event.